Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of vaginal bleeding, ovarian cyst, parity 6, multi gravida and pelvic pain. Previously administered products included: mirena. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, 1474 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingo-oophorectomy, mirena iud placement,essure coil removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [abdomen scan] on (B)(6) 2015: technique: contiguous trans axial 5 mm images obtained through the abdomen and pelvis after intravenous contrast administration (97 ml isovue-300). Sagittal and coronal reconstructed images are presented. One or more of the following dose reduction techniques were utilized: automated exposure control, ma and/or kv adjustment according to the patient's size, and or iterative reconstruction technique. Comparison: CT abdomen pelvis (B)(6) 2015. Findings: the visualized lower thorax is unremarkable without focal consolidation or effusion. Heart size is normal without pericardial effusion. The liver, pancreas, spleen, and adrenal glands demonstrate unremarkable density and enhancement. The patient is status post cholecystectomy. Common bile duct in the head of the pancreas appears unremarkable. The kidneys demonstrate unremarkable contour, and enhancement without focal mass, hydronephrosis, or nephrolithiasis. The ureters are unremarkable without proximal dilatation or calcification. The gastroesophageal junction demonstrates a small hiatal hernia. The stomach and small bowel demonstrate unremarkable caliber without obstruction. The appendix is of unremarkable caliber without adjacent inflammatory changes or focal fluid collections. The colon is without obstructing or constricting lesions. Within the pelvis, the bladder contours unremarkable. Uterus is retroverted in position. Essure coils are seen bilaterally. Entirety of liver not imaged. Which has been image is without focal or diffuse abnormality. Prior cholecystectomy. No dilatation of intrahepatic radicles or abnormality of the extrahepatic bile duct. Spleen negative. Adrenals not enlarged. Pancreas negative. Aorta no aneurysmal. Ivc enhances. Portal vein enhances. Superior mesenteric vein enhances. Renal volume and perfusion normal. No calcification hydronephrosis mass or perinephric inflammation. Small fatcontaining umbilical hernia is noted. Anterior abdominal wall and inguinal regions are otherwise unremarkable. Punctate gas densities. Abdominal wall without surrounding inflammation likely relates to surgical port. Uterus contains an iud. There is a slight amount of free pelvic. There is a circumscribed fluid collection at roughly 5.2 x 6.5 x 4.8 cm projecting posterior to the uterus slightly right parasagittal in location. See ovary could relate to a follicle of the ovary. Does appear to have a thin capsule. Left adnexa unremarkable. The colon is not distended with oral contrast. No pericaval inflammation. Normal right lower quadrant appendix. No small bowel abnormality. Small hiatal hernia. Minimal left para-aortic omental fat at ge junction level compatible with small hernia as well. Impression: circumscribed hypodense mass with peripheral capsule posterior to the uterus slightly right parasagittal location measures 5.2 x 6.5 x 4.8 cm. Hounsfield values are in the 40s. Could represent a hemorrhagic follicle. Postop seroma/resolving hematoma possible. Doubt abscess based on appearance and enhancement pattern. Slight amount of free fluid within the pelvis. Iud within uterus. Prior cholecystectomy. Small fat-containing umbilical hernia. Minimal gas likely associated with surgical port left inferior abdomen. No associated finding. [Pathology test] on (B)(6) 2016: specimens submitted: bi lat fall tubes; bi lat essure coils. Diagnosis: fallopian tubes, bilateral, bilateral salpingectomy: bilateral benign fimbriated fallopian tubes adjacent blood vessel with clot foreign body, bilateral essure coils; removal: four segments of coiled metallic material. Clinical information: abnormal vaginal bleeding/excessive pain. Gross description: container designation: "bilateral fallopian tubes" the specimen consists of 2 edematous dusky predominantly smooth fimbriated fallopian tube segments measuring up to 5.0 cm. Container designation: "bilateral essure coils" the specimen consists of 4 metallic essure coils ranging from 0.6 to 5.5 cm in length. There are portions of attached clot but no soft tissue. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: reporters, patient information, medical history, lab data, indication, drug removal date, event onset date, and non drug treatment addded. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, 1126 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, 1126 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.